Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery tests. No unexpected max fill reached alarm or prime fill anomaly noted. The motor functioned properly during testing. The motor was tested outside of the device and passed. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the insulin pump was not working. The nurse reported that the insulin pump failed displacement test. The nurse reported that the piston was not moving. The nurse reported that the insulin pump kept stating maximum prime reached. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.